Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer stated that the transmitter does not blink when connected to the sensor. The customer was advised to check for bent, damaged or retracted sensor. The customer stated that the sensor was bent. The customer stated that the high readings were resolved by set change. The customer declined to troubleshoot for high readings.